Manufacturer narrative:
This report is submitted on august 28, 2018.

Event description:
Per the clinic, the patient experienced non-auditory sensations, poor performance and facial nerve stimulation with device use. Subsequently the device was explanted on (B)(6) 2018 and the patient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
This report is filed on september 17, 2018. (B)(4).